Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a dim lower display screen that was missing pixels. The epg is expected to be returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the lower display screen of the device was missing pixels; the liquid crystal display (lcd) tested out-of-specification in an electrical manner, accounting for the failure of incoming testing. The device also failed atrial sensitivity tests. It was also noted that the upper case, lower case, and side bail covers were broken. Additionally, the battery contacts were compressed, and the ring was bent. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was further reported that the epg has been returned.